Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d9, g3, g6, h2, h3, h6, and h10. Complaint conclusion: as reported, the sealant of a 6/7f mynxgrip vascular closure device (vcd) came out of the device when removing it from the patient. Hemostasis was achieved by manual compression for about 20 minutes. There was no reported patient injury. The mynx grip was used in was a transfemoral cerebral angioplasty (tfca) procedure with a retrograde approach. The device stored and prepped per the instructions for use (IFU). The user was mynx certified. A non-cordis sheath was used. The user shuttled down completely. There was no significant resistance when shuttling down nor was unusual force applied when retracting the sheath. The advancer tube was visible. The product was returned for analysis. A non-sterile ¿mynxgrip tm vascular closure d¿ involved in the reported complaint was returned for investigation inside a clear plastic bag. Per visual analysis, the shuttle was disengaged from the black handle. The syringe was connected to the device with the stopcock open. The advancer tube was partially deployed on the catheter shaft, and the sealant was observed to have been exposed. The condition of the returned device indicates an incomplete removal of the device. The procedure sheath was not returned with the device. Per microscopic analysis, visual inspection at high magnification showed that the sealant was exposed. A product history record (phr) review of lot f2220703 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant dislodged¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Procedural factors, such an incomplete removal of the device, and failure to follow IFU instructions, may have contributed to the reported event. According to the instructions for use which is not intended as a mitigation of risk, it instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. Failure to hold the advancer tube in place and/or a proper position of the advancer tube was not maintained during catheter removal, the sealant could be dislodged from the vessel wall, resulting in the reported incident. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product history review is expected but has not been completed. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 6/7f mynx grip vascular closure device (vcd) came out of the device when removing it from the patient. Hemostasis was achieved by manual compression for about 20 minutes. There was no reported patient injury. The mynx grip was used in was a transfemoral cerebral angioplasty (tfca) procedure with a retrograde approach. The device stored and prepped per the instructions for use (IFU). The user was mynx certified. A non-cordis sheath was used. The user shuttled down completely. There was no significant resistance when shuttling down nor was unusual force applied when retracting the sheath. The advancer tube was visible. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d4, d8, d9, g3, g6, h1, h2, h3, h6, and h10. A review of the manufacturing documentation associated with lot f2220703 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.